Event description:
It was reported that the patient presented in the hospital due to syncope. Interrogation of device noted that the right ventricular lead exhibited failure to capture and high pacing impedances. The reported lead was capped and replaced. The patient was in stable condition.